Event description:
It was reported that the patient had difficulty inflating this inflatable penile prosthesis. During surgical intervention when the pump was exposed, a scar tissue around pump was identified. The physician excised scar tissue, no revision to the device was performed. No further patient complications were reported.